Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head did not have image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Additional details regarding the event were received.

Event description:
Additional information was received indicating the event was found during a pre-procedure inspection, the procedure to be undertaken was a transcervical resectoscope (tcr) and was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon (no image) was due to failure of the charge coupled device (ccd). The root cause of the defective ccd could not be estimated. Olympus will continue to monitor field performance for this device.